Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor cannula was missing. The customer's blood glucose was 200 mg/dl at the time of incident. The sensor will be returned for analysis.

Manufacturer narrative:
Evaluated one opened/used enlite sensor and found sensor cannula is broken. Broken part is missing. No broken or missing parts found during analysis. Unable to confirm customer received sensor in said condition due to customer returned sensor opened/used. Also found needle separated and bent inside needle hub.